Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed unexplained por¿s observed in the black box. Battery compartment is cracked above the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. No stripped battery compartment threads were observed. New test battery cap is able to carefully attach to the pump. A 24hr duration test was completed with test battery cap and returned cartridge cap; no power interruptions were duplicated during this time. Removed the pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.